Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Troubleshooting steps performed: asked customer to confirm if they are not using an video cable or if this it was attached to the front of the processor, while also using a 190 series scope. Informed that leaving this cable connected, intended for 180 series scopes, while using 190 can cause this error. Customer confirmed that they are not using or have this cable attached, therefore they think it was something else. Asked customer to confirm cabling in the back connecting the two boxes, customer inspected and reseated the cables, said that they looked on in good condition, but the issue remains the same. Informed customer that if the tower is doing the same with other scopes, then issue could relate to dirty gold contacts. Advised trying cleaning the gold contacts in the scope connector with alc prep pad, and to make sure that they are power cycling in between change of scopes, no hot swapping. Tried the suggestion above, as well with another scope, and issue remains. Informed customer that after ruling out the scopes, the issue could be related to faulty light source, video processor, or broken cable connecting the two boxes. Advised that he should try swapping out the light source first, to start with process of elimination and find faulty component. Once the faulty component is narrowed down and identified, instructed to call us back to setup the repair service order. Customer called back and stated they swapped to a different processor, and it resolved the problem so he believes the issue was with the processor not with the scope of light source. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibited incompatible scope error e315, no image and colored noise artifacts during inspection for use. There were no reports of patient harm.